Manufacturer narrative:
This device is used for treatment, not diagnosis. The lvis jr. Device is intended for use with embolic coils for the treatment of intracranial neurovascular diseases. Use of the lvis jr. Device is contraindicated under these circumstances: patients in whom anticoagulant, antiplatelet therapy or thrombolytic drugs are contraindicated; patients with known hypersensitivity to nickel-titanium; patients with anatomy that does not permit passage or deployment. Per the instructions for use, possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations, complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves, device migration, distal embolization, headache, incomplete aneurysm occlusion, neurologic deficits including stroke and/or death, perforation or dissection of the vessel(s), pseudoaneurysm formation, rupture or perforation of aneurysm, transient ischemic attack (tia) or ischemic stroke, vasospasm, vessel occlusion, vessel stenosis or thrombosis. The device involved in this incident was not returned as it remains within the patient. The root cause of this complaint cannot be determined; however, there was no report or information indicating that a malfunction occurred with the lvis device. The op report indicated the following: "this rupture was captured on angiographic imaging and is not thought to have been a result of the use of the lvis device but rather is likely the natural history of an extremely fragile and acutely growing aneurysm". Reference mvi: (B)(4).

Event description:
It was reported that during the treatment of an acute growth of a known right posterior communication aneurysm resulting in nerve palsy. Angiography presented aneurysm to have grown a new lobe. Coil embolization was performed with potential adjunctive use of the lvis device. The coil herniated from the aneurysm and an lvis stent was deployed successfully. Following deployment of the stent, the aneurysm ruptured. Multiple attempts were made to stop the bleeding using a balloon and liquid embolic successfully as the bleeding was reported to stop. Twenty-four hours after embolization, a follow-up angiography revealed complete embolization or the right posterior communication artery aneurysm with stable lvis stent position. Forty-eight hours post treatment, a CT follow-up showed no signs of active bleeding. The patient was reported stable. On 9/21/2015 we received information that the patient expired on (B)(6) 2015 at 17:49.